Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station slow performance and frozen. The field service engineer (fse) dialed into the station, repaired the medication application, updated speed and duplex to 100 mbps half duplex, and rebooted the station. Verified that the station is now functioning smoothly. The fse performed reinstallation of the rss component manager, cleaned up dns entries, and corrected the time server configuration. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had faced device slowness and frozen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.